Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the metal spool of a screw was noted as being loose. No further information reported for this event this is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. One screw in a standard synthes package was received with the subtask associated with this complaint. The package is properly sealed and intact with no openings, breaks, etc. It is marked as bearing an 04.211.022 variable angle locking screw. Upon visual examination with the unaided eye through the package, chip wrap was found near the neck of the screw contained within. The screw was removed from the package to allow a closer visual examination. No other nonconformances were found. The screw was found to have chip wrap near the neck. An internal corrective action has been opened to address the root cause of the issue.